Event description:
It was reported the customer had a off no power alert on their insulin pump. Customer reported a low battery alert occurred prior to the off no power alert. The customer's blood glucose was 19 mmol/l at the time of the call. It was also found the customer had a failed battery test alarm on their insulin pump. Customer also reported a second occurrence of a off no power alert. Troubleshooting found the customer had a crack near their battery compartment. There were no damage to the customer's battery cap or contacts. Customer did not receive a failed battery test alarm after troubleshooting occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. The functional testing could not be performed due to the blank display. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot and a cracked reservoir tube lip.